Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted on october 24, 2025, with the manufacturing report number (MFR) 8021545-2025-01140. Due to an MFR discrepancy, this report was submitted under case ID (B)(4) by error. Therefore, this current supplemental MDR is being filed to correct the associated MFR, which should be linked to case ID (B)(4). The report numbers being retracted are as follows: supplemental report 01 - case ID 1889005 - MDR 8021545-2025-01140. The initial MDR with manufacturing report number (8021545-2025-01140), was submitted on 22-may-2025. Upon completion of the investigation, the manufacturing date was updated as 03-apr-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006257, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6006257 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 03-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01140), was submitted on 28-aug-2024. Upon completion of the investigation, the manufacturing date was updated as 05-apr-2022. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5382187, in question was manufactured at the osted site. Device history record (DHR) review: the lot 5382187 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 05-apr-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.